Event description:
Boston scientific crm received information that, during a routine device replacement procedure, low sensing values were observed with this system, and an additional pace/sense lead was implanted. During defibrillation threshold testing, this system failed to convert the induced arrhythmia with a 21 j shock. An external shock was then applied. A 1004 fault code for a low shock impedance was displayed and the lead was surgically abandoned and replaced. During testing with a new defibrillation lead, the device displayed a 1007 fault code for a charge time out. The device was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not explanted and is therefore not expected to be returned for analysis. No further information is available. This report will be updated if more information becomes available.